Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.

Event description:
On 6/6/2022 it was reported by a sales representative via phone that (2) ar-8925ss syndesmosis tightrope suture broke during tensioning. A third syndesmosis tightrope was used to complete the case without further issues. This was discovered during an ankle fracture procedure on (B)(6) 2022.